Manufacturer narrative:
Follow-up # 1 date of submission 05/25/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
Per the distributor, it was reported that the patient has to press the buttons several times to get them to work.